Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen rf generator, us configuration which did not warn or alert of low fluid levels in the fluid bag. It was reported by the caller that they went through a full 1000ml bag of fluid, but the generator monitor was showing that there was around 140ml of fluid left and there was actually less than 10ml left in the bag. Caller stated that the pump is set to alarm at 100 ml. Caller reported that they added another 500ml bag and no other issue occurred. Caller concerned it might be over irrigating. Device evaluation details: remote support team confirmed the unit was performing as intended, therefore no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen rf generator, us configuration which did not warn or alert of low fluid levels in the fluid bag. It was reported by the caller that they went through a full 1000ml bag of fluid, but the generator monitor was showing that there was around 140ml of fluid left and there was actually less than 10ml left in the bag. Caller stated that the pump is set to alarm at 100 ml. Caller reported that they added another 500ml bag and no other issue occurred. Caller concerned it might be over irrigating.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).